Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient fell on thorax on an unknown date in 2010. Patient was implanted with four matrixrib plates at right rib 6, 7, 8, and 9 on (B)(6) 2011. Patient complained of pain. X-ray taken on (B)(6) 2012 revealed the most cranial plate was not aligned with the rib (rib 6). Patient was returned to the or on (B)(6) 2012 for resection of the plate. On an unknown date, the plate on rib 8 was noted to be broken post-operatively. Patient was then returned to the or on (B)(6) 2012 for removal of the broken plate. This report is for the misaligned plate; first revision surgery.

Event description:
Revision surgery: the matrixrib plate was removed (B)(6) 2012

Event description:
On (B)(6) 2011 resection of pseudoarthrosis fragments of rib 6-7-8-9 right. Bridging and stabilization with 4 matrixrib plates. The broken plate was noted on rib 8 right. The revision surgery on (B)(6) 2012 was for the removal of the migrated and broken distal part of the plate.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Catalog #: information obtained from device received. The dimensions of the matrixrib plate were checked (as far as possible) and found to be in accordance with the technical drawing and ao/asif specifications. The chemical composition of the plate was tested. The plate was found to be made of the correct material. Two small portions of the plate underwent metallographic examination and results showed that device met international standards and astm. Hardness measurements met the international standard and synthes specification. The plate broke between the 4th and 5th lateral plate hole. After breaking, the two nail fragments rubbed against each other causing some destruction of the fracture surfaces. Between the 11th and 12th lateral plate hole, the plate was sectioned by cutting pliers in the uniform cross section to enable extraction. There were two crack initiation zones which indicated double sided dynamic loads. Patterns of ripples or fatigue striations were observed. The striations is a clear indication of a fatigue process. The plate breakage was caused by fatigue and overload. The plate had to absorb and neutralize double sided bending loads for a large number of cycles. There is no material defect or manufacturing process issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The dimensions of the matrixrib plate were checked as far as possible using a sliding calliper and found to be in accordance with the technical drawing of the producer and ao/asif specifications. Loosening moment: (B)(4). Material: (B)(4). Failure: the matrixrib plate broke between the forth and fifth lateral plate hole. After breaking, the two nail fragments rubbed against each other causing some destruction of the fracture surfaces shiny surface. Between the eleventh and twelfth lateral plate hole, the plate was sectioned by cutting pliers in the uniform cross section to enable the extraction. On (B)(6) 2012 the plate was resection not removed. The explant of the plate was not performed until (B)(6) 2012.